Event description:
It was reported that the headless pin was lost in the femoral canal during total knee arthroplasty. Retrieval was attempted and failed. The surgeon plugged the canal and completed the surgery.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.